Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter intraoperatively, the surgeon was able to pressed the green button and squeezed the handle but the device did not fire and the staple did not come out.